Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b5, b6, d4, d6b, h3, h6.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported capsular contracture baker grade iii. Patient undergone capsulectomy. Device has been explanted, replaced, and discarded.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Physician reported right side rupture. Physician later reported capsular contracture baker grade iii. Device remains implanted.